Event description:
Rptr stated in testing her blood glucose back-to-back, using different fingersticks, she received results of 89, 113 and 127 mg/dl respectively. Control solution test was 115 (950143) mg/dl. Rptr is gestational diabetic.